Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer complained that while infusing oxaliplatin 130mg in 500ml d5w at 250ml/hr, they noticed a leak at the upper fitment of the tubing at the initiation of the drip. There was a delay of treatment for an hour while the chemotherapy was remixed and primed in the main pharmacy. No harm was reported to the patient or the nurse as a result of this event.

Manufacturer narrative:
The customer¿s report of a leak at the upper fitment of the tubing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to other components. No anomalies were observed. Functional testing was performed and the set was gravity primed successfully without any leaks observed. During a pump infusion test, solution started to leak from the upper fitment nitro tubing engagement. The root cause of the leak was identified as a combination of lack of solvent, upper fitment dimensions and the coiling method creating solvent voids on the engagement.